Event description:
The system was oversensing. During intervention to replace the fractured ventricular lead (oscor), it was realized that the atrial lead (ela) was not working correctly due to a broken setscrew. This pacemaker was explanted and the physician decided to cap both leads.

Manufacturer narrative:
The analysis on this device is pending.